Event description:
It was reported that the patient was experiencing intermittent stimulation. The lead impedance measurements were in the 2500 ohms range. The lead was fractured, possibly at dissection. The whole system was explanted. Further information is being requested from the hcp.

Manufacturer narrative:
.